Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue arises again.